Manufacturer narrative:
UDI is unknown; no further information provided to date. Device evaluation: all labels were still intact. No physical damage was found on the device. As a result of checking the event history log, it confirmed that there was a record of the high-pressure alarm occurred continuously after power on or during operation between (B)(6) 2023. Function test was performed and the reported issue could not be duplicated. The occlusion detection level of the dso (downstream occlusion) sensor was within the standard. The cause of the reported issue is unknown. Product is beyond a year from manufacture date and there was no indication or evidence provided in the complaint of a manufacturing defect, so a device history record (DHR) review was not performed. Service history review identified the device was in for service ((B)(6) 2022) and there was no indication or evidence in the service history to indicate that the complaint is related to the previous service event.

Event description:
It was reported that during the use of the device, a high pressure alarm went off. No patient injury reported.